Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2022, the patient developed a skin reaction that consisted of burning, pimples and a scar covering the entire affected area under the patch. The patient went to the accident and emergency department at hospital and there they prescribed dermol lotion (over the counter). At the time of the report, the patient still had a dark mark on the skin. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.